Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The root cause for this incident is undetermined at this time. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a consumer from (B)(6) of peritoneal cloudy effluent in a male patient (age not reported) coincident with dianeal unknown therapy. On an unknown date, the patient began treatment with dianeal unknown (lot number, dose, and frequency not reported) intraperitoneally (ip) for renal failure chronic. On an unreported date, the patient experienced peritoneal cloudy effluent. On (B)(6) 2010, the patient contacted baxter (B)(6) technical service center and reported his peritoneal effluent was white. The outcome of the peritoneal cloudy effluent and action taken with dianeal was not reported. Concomitant medications were not reported. The reporter did not provide an assessment of causality.